Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to dislodgement. The physician tried to put down the stylet down the lead and punctured the wall of the lead. This lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to dislodgement. The physician tried to put down the stylet down the lead and punctured the wall of the lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.